Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention procedure, the stent was unable to cross the lesion. The target lesion was located in an unspecified location. A 2.25x16mm promus element plus drug eluting stent was selected to treat the lesion but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, analysis found that the stent was damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. A visual examination of the returned device confirmed distal stent damage. Several stent rows were pulled distally. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).